Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked case on display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self-test. The customer stated that the insulin pump was not connecting with the glucose meter. He stated that the meter was working fine. He reported that the radio frequency alarm occurred a few times for 4 consecutive days. He stated that the insulin pump counted up to 7 and 8, then prompted him to press esc to clear the alarm. The insulin pump then showed save settings and appeared to work fine thereafter. The customer's blood glucose was 154 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.